Event description:
During a ptca treatment procedure involving a calcified and 70% stenotic lesion in the proximal portion of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 4-5 atm's on the initial inflation. The patient was asymptomatic during this event. A terumo introducer sheath, a neo's soft guidewire (size unknown), a mach 1 fl4 guide catheter (size unknown) and an encore26 inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as "good".